Event description:
It was reported that during a stenting procedure, the liberte' monorail stent delivery system shaft broke. The lesion being treated was in a tortuous right coronary artery (rca). The physician was trying to cross the rca and the shaft of the liberte' monorail stent delivery system broke. The device was successfully removed. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report